Manufacturer narrative:
UDI: (B)(4). Incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated (B)(4). The device manufacture date was updated as sep 21, 2011. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the pressure test for twin hoses failed. It was observed that the outer hose had detached itself from the coupling head, therefore, the hose was leaking. It was determined that the outer hose did not tear off as reported; it had slipped out of the pressing in the coupling head. It was determined that the device was loose. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported from (B)(6) that during a femur trochanteric fracture surgery, it was discovered that the double air hose device could not be detached from the compact air drive device. According to the reporter, in order to use compact air drive device, the surgeon tried to detach the connecting part of the double air hose device. However, the connecting part was stuck with the counterpart, so the surgeon could not remove the hose. It was reported that because the surgeon could not ream the medullary cavity, he inserted a nail which was not supposed to be the originally planned size. It was reported that the event occurred during use on a patient. There were no any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.